Event description:
It was reported by repair work order that the brakes could not remain engaged due to worn brake rings. It was also reported that the side rail could not remain latched due to a damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.